Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices). B5- the reporter indicated that a 13.2mm vticm5 13.2 of -8.50/2.5/94 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. The lens was implanted; removed and re-implanted intra-op within the same surgery due to the lens implanted upside down. Enlargement of incision was reported. "3 hours post op a small central area of corneal edema. At 10 day post op refraction at right eye is absolute perfect." H6-health implact: 1791 corneal edema. H6-health impact: 4625 enlargement of incision. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down and removed a 13.2mm vticm5_13.2, -8.50/2.5/094 (sphere/cylinder/axis), implantable collamer lens, into the patient's right eye on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. The problem was resolved. Cause of the event is reported as user error, "lack of experience (3rd lens implanted), added viscos in 1/2 inferior just before implantation, which probably led a momentum for lens reversal.